Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical review: there is a temporal relationship between pd therapy utilizing the liberty select cycler and the patient¿s reported fluid overload. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and the use of the liberty select cycler. It was reported that the patient was having difficulties with the cycler prior to the hospitalization, but the pdrn stated that patient error was the cause of the initial reported powering on problem and that the second issue was resolved through troubleshooting but the patient did not want to continue with treatment on the cycler. In both instances it was reported that the patient completed treatment with manual exchanges. However, this cannot be confirmed that the patient actually did a complete treatment or fully drained. Per the pdrn, the fluid overload is not the result of any liberty select cycler malfunction. Based on the available information and no allegation of a malfunction, the liberty select cycler can be excluded as the cause of the patient¿s fluid overload. However, the user errors in pd treatment on the liberty select cycler could have contributed to the patient¿s fluid overload event. There is no causal or temporal relationship between pd therapy utilizing the liberty select cycler and the patient¿s hypoglycemia and hypertensive urgency requiring hospitalization. The patient was not in active treatment at the time of the event. The hypoglycemia was attributed to a medication dosing change that needed to be implemented. Hypertensive urgency can result from hypoglycemia. In fact, hypertensive urgency can be a consequence of severe hypoglycemia due to related adrenergic or sympathomimetic stimulation. The liberty select cycler can be excluded as the cause of the patient¿s hypoglycemia and hypertensive urgency. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported that they went into the emergency room on (B)(6) 2020 and were admitted to the hospital for a hypertension emergency and hypoglycemia. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient presented to the hospital on (B)(6) 2020 with signs/symptoms of feeling shaky, being hungry and cold. The patient¿s systolic blood pressure (bp) was >190mmhg. The patient was admitted to the hospital with a diagnosis of hypertensive urgency and symptomatic hypoglycemia. The hypoglycemia was determined to be caused by medication prescription inadequacy. The patient was prescribed glyburide and the dosage needed to be adjusted (dosage not provided). The patient was not in active treatment at the time of the adverse event. The adverse event was not related to pd therapy or the use of the liberty select cycler. Once the patient was admitted, it was noted that he was also fluid overloaded. The patient had been experiencing issues with the liberty select cycler which were reported to fresenius technical support. The patient had difficulty turning the cycler on for two days, however, according to the pdrn the patient had been pressing incorrect buttons. The patient figured out the mistake and was able to continue with treatment. The patient reported completing manual treatments during this time. The patient also reported patient line blocked messages. Technical support walked the patient through troubleshooting, but the patient did not want to reset up with new supplies to complete the treatment and reverted to manuals again. The pdrn reported that the fluid overload was not attributed to any malfunction of the liberty select cycler. Treatment for the patient¿s diagnoses was not provided. The patient was discharged to home on (B)(6) 2020 and he continues to complete pd therapy utilizing the same liberty select cycler without issues.